Manufacturer narrative:
Findings: pump not received in stuck manufacturing mode unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case, minor scratched display window, fading serial number label and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump¿s retainer ring had come off. The insulin pump had been bumped. The customer¿s blood glucose level was 9.7 mmol/l. The device will be returned for analysis.